Event description:
Three bankart tacks were inserted to patient in march 2005, at muscle skeletal surgery center. Post surgery patient had pain for 2-3 months. MRI was done and it showed that two of three tacks floated out into the joint. Patient had second surgery in december 2005.